Event description:
It was reported that during a check, the device would not power on with ac or dc (battery) power. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was determined that the cause of the reported failure was due to disconnected cable-mounted plug connector, designator p17 from pcb-mounted jack connector, designator j17, on the therapy pcb assembly. Physio reconnected p17 to j17 and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.